Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that on approximately 25 october, the patient had a large red bump and pain at the insertion site on their leg. The patient was taken to see the doctor who prescribed antibiotics. The father did not recall the frequency nor the length of time the antibiotics were taken but stated probably 3 times a day. As the issue occurred last year, the pod had been discarded.